Event description:
Reporter alleged obtaining discrepant blood glucose results of 120 mg/dl back to back with a result of 60 mg/dl when testing was performed on the compact plus sys. Reporter stated the comparison occurred 2 to 3 weeks ago and he self treated with orange juice. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement prod was sent.